Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced. Since the implantable cardioverter defibrillator was on advisory, the physician also decided to prophylactically explant and replace the device. The patient was stable before, during, and after.

Manufacturer narrative:
Correction: (concomitant medical products and therapy dates) and (date of event) should have been submitted in initial report.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019.